Event description:
As reported by the (B)(4) study indicated that during index procedure the angioguard failed to cross the target lesion. The device was used in a patient with a medical history of hyperlipidemia, congestive heart failure, severe aortic / mitral valve disease, history of smoking coronary artery disease, coronary percutaneous revascularization and hypertension. The device failed to cross a severe calcified and tortuous ostium of the left internal carotid artery with a 99% stenosis. After the procedure (time frame not provided) the patient presented dysarthria with fully recovery (duration of the symptoms did not provided). The patient was diagnosed with transient ischemic attack. The site relate the tia to the angioguard used. During the procedure the patient was give heparin (lmwh), pre-procedure and discharge the patient took aspirin; and post-procedure and discharge the patient was prescribed clopidogrel. The device will not be return for analysis.

Manufacturer narrative:
Addendum: study adjudication minutes received. The previously reported event of a transient ischemic attack (tia) was determined to be a stroke by the adjudication committee. Complaint conclusion: the cc has been updated to reflect receipt of the adjudication minutes. The previously reported event of a transient ischemic attack (tia) was determined to be a stroke by the adjudication committee. The file will be updated with the code of stroke and processed accordingly. After failing to cross the severely calcified and tortuous ostium of the left internal carotid artery with a 99% stenosis the angioguard was removed and a balloon catheter was advanced through the lesion in an attempt to create a larger vessel lumen. The balloon was not inflated but was successfully advanced through the lesion. After removal of the balloon catheter another attempt was made to advance the angioguard across the lesion. However, this was unsuccessful and the procedure was aborted. Shortly after the procedure the patient experienced dysarthria and was diagnosed with a transient ischemic attack. The nhiss and rankin scale stroke scales were 0 pre-procedure and 1 post procedure due to the presence of slurred speech at discharge. The site related the tia to the multiple attempts to get the angioguard through the near occlusive lesion. The patients medical history includes hyperlipidemia, congestive heart failure, severe aortic / mitral valve disease, history of smoking, coronary artery disease, coronary percutaneous revascularization and hypertension. Per (B)(4) report c 12,523: (B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10096771 (cordis lot 70212410). This packaging lot contained 44 units, which were shipped from (B)(4) medical on (B)(4) 2012. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Complaint conclusion: after failing to cross the severely calcified and tortuous ostium of the left internal carotid artery with a 99% stenosis the angioguard was removed and a balloon catheter was advanced through the lesion in an attempt to create a larger vessel lumen. The balloon was not inflated but was successfully advanced through the lesion. After removal of the balloon catheter another attempt was made to advance the angioguard across the lesion. However, this was unsuccessful and the procedure was aborted. Shortly after the procedure the patient experienced dysarthria and was diagnosed with a transient ischemic attack. The nhiss and rankin scale stroke scales were 0 pre-procedure and 1 post-procedure due to the presence of slurred speech at discharge. The site related the tia to the multiple attempts to get the angioguard through the near occlusive lesion. The patient's medical history includes hyperlipidemia, congestive heart failure, severe aortic / mitral valve disease, history of smoking, coronary artery disease, coronary percutaneous revascularization and hypertension. (B)(4). The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. However, in this case it was reported that the patient still had mild slurred speech at discharge. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information: ((B)(6) 2012): in response to the investigational questions the study site provided these additional information: nhiss/rankin scale 0 pre-procedure and 1 at discharge, patient presented slurred speech post procedure, no medical treatment indicated. CT results did not indicate the persence of stroke.